Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was later reported the patient had 8-10 cat scans in the last year and a half. It was asked if the cat scans was a danger. Since doing these scans, she had more and more pain. In the past few months, the patient¿s pain had gotten worse. The pain was in the patient¿s lower back and it was thought that it was located where the ¿connection is going¿ her low spine. It was noted that, about a month prior to this report, the patient started taking oral medications, including baclofen, valium and oxycodone. It was noted that prior to implanting the pump, the patient had been (B)(6) and ¿full of fluid¿. When they put the pump in, they couldn¿t get it in her abdomen, so they put it in her right rib. At the time of the report, the patient¿s right lung ¿shows shattered glass¿ and ¿looks like shattered glass¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pain had been worse this past month. The patient had a pet scan. In the past 3 years, the patient had 18 scans. The patient reiterated that the pump had not helped her pain, but helped her neuropathy; "flailing/jumping." The patient was started on oral baclofen (10mg) and then 8-10 months ago, the "jumpies" came back. The oral baclofen was increased and that seemed to help. The last time the patient saw her hcp, it was stated that the drugs were not "getting through" and that could happen. It was clarified that the hcp did not think the medication was getting to where it was supposed to on a regular basis. It was noted that the catheter had been checked 3 times (dye study). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information later reported the patient was to undergo a CT scan of the upper neck and lower spine on (B)(6) 2014. This would be the patient¿s 9th or 10th CT scan. The patient was experiencing pain caused by spinal stenosis and disc degeneration. The pain medication and the pump were not controlling the pain. It was being considered whether the patient should take other medications. The patient did not experience more than 4 hours/day where she was comfortable. Over the past few months, the pain has gotten worse. The patient saw a pain pump doctor on (B)(6) 2014 for a routine check. The reporter indicated ¿they were going to do a MRI and the hcp said absolutely not.¿

Event description:
It was reported the patient never had therapeutic effect. The pump was not helping with pain, but was helping with the patient¿s neuropathy jumps where she had an electrical shock. The pain was in the patient¿s abdomen/hips/legs. The patient also had a broken coccyx and 5 discs that were inoperable. The pump and catheter were just changed about 6 months ago where the moved the pump from the rib cage to the naval area. The pump couldn¿t be put in the abdomen because the patient had ¿so much fluid.¿ the patient lost 60 pounds of fluid and the pump was sticking into the lungs and ribs which was why it was moved. It was reported no one ever talked to the patient about the pump. The pump was initially placed for neuropathy. The patient had ¿jumps¿ a lot before the pump and the pump helped some with this. The patient didn¿t have jumps when standing up, only at night. They were sometimes in the toenail, fingernail, or in the thigh area. It would last no longer than 1 minute. The patient took pain pills, oxycotin and destron for vomiting. The pump was being used to deliver baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician who provided office notes. On (B)(6) 2013, the patient was having severe pain. She did not respond well to her current medications. The patient blamed sleep disturbances were related to apnea that was not treated. The cap in her tooth was the biggest issue. Then the patient revealed her issues were related to her emg. On (B)(6) 2013, the pain has settled into the left side of the low back and left side of the abdomen (llq) which may be related to diverticulosis. The patient had two segments of moderate spinal stenosis at l3/4 and l4/5 with significant disc degeneration and facet hypertrophy. She did not tolerate MRI due to claustrophobia and she has had numerous CT scans resulting in significant radiation exposure so no further CT scans for a while. Overall, the pain levels have been ok. Headaches have become more severe in the occipital area. On (B)(6) 2014, the patient experienced progressive spinal stenosis both cervical and lumbar. The patient was pending surgery. The medications were not working as well due to the stenosis. On (B)(6) 2014, the patient followed up with the physician due to chronic pain related to spinal stenosis and multifocal pain related to multiple tumors in various areas; cervical spine and lumbar spine degeneration. The patient had surgery pending to her cervical spine which she has cancelled. The patient was due to see a cardiologist for pre-op clearance. Over the past 4 years, the physician had yet to effectively manage the pain. The patient took oral oxycodone as needed. The patient had historically done well with dilaudid vs. Fentanyl or morphine. On (B)(6) 2014, it was noted that cervical decompression surgery has been cancelled for unclear reasons. The patient responded well to baclofen orally and she was receiving 50 mcg/day intrathecally. The patient had severe spinal stenosis (3-level lumbar and also cervical) and apparently she was not a good surgical candidate due to her cardiac condition. The patient would continue to have severe limitations in function due to her spinal condition and she would have to live with them and these included limited walking tolerance, pain and potential problems with bladder or perhaps bowel sphincter control. She rarely used ondansetron. On (B)(6) 2014, the patient experienced chronic multifocal pain. She was ambulating with a cane and had a slower and antalgic gait. The bulk of the pain remained in the lower back and multiple joints (with underlying degenerative changes). She was short 39 pills of roxicodone 15 mg today. The patient stated she was taking them as prescribed and not exceeding 4 doses per day. She had extra pills in pill boxes and kept a detailed log of all of the medications taken. She recently underwent a pet scan. Surgical interventions as far as her cervical and lumbar pathologies were limited secondary to multiple comorbidities. The patient denied any new physical symptoms today but stated pain pump "is not working." She was due for a pump refill on (B)(6) 2014; the most recent pump refill was uneventful and the pump appeared to be functioning well. The patient denied any side effects on the current pain regimen. The patient believed the increased pain was exacerbating her a-fib. The physician made no medication changes on (B)(6) 2014 and would suggest another pump study if the patient believed the pump was not effective. On (B)(6) 2014, the patient had an it pump for pain control with a limited ability to take oral opioids due to complications. Another physician recommended an opioid taper due to gi issues. The patient had recurrent lung cancer. The patient had severe cervical and lumbar spinal stenosis which was symptomatic but inoperable due to comorbidities. The patient complained about pain in the region of the pump reservoir. The patient believed it was pulling her down and causing pain in the groin and upper thigh. The physician examined her thoroughly and found the usual amount of expected tenderness over the pump reservoir which was located in the ruq of the abdomen in a secure subcutaneous pocket. There was much greater tenderness in the right groin and lower quadrant area which was well below the location of the pump. The patient expressed some concerns regarding her last pump refill (stating that the nurse put the needle in too low in her abdomen). Therefore, the physician accessed the port myself using aseptic technique and confirmed that the reservoir contained the medication. The physician did not believe the it pump was causing her any problems in the abdomen as there is no relationship between the location of the pump and the site of severe localized tenderness (other than being located on the right side) and there was clearly no abnormalities of the pump pocket (pump was well fixed and quite immobile). The patient seemed to be in more pain (no doubt from her severe spinal disease) so the physician increased the rate of intrathecal dilaudid to 4 mg/day from 3 mg/day (about 30%). Another physician recommended the dose of oxycodone be lowered, so this reporter did not adjust that dose on (B)(6) 2014 (even though the patient asked for more oxycodone). On (B)(6) 2015, the patient had both vna and home hospice which trade off of one another. The patient opted not to have chemotherapy or radiation therapy as she was somewhat frail. The pain occurred primarily when she tried to ambulate which was a manifestation of neurogenic claudication. The patient's cancer diagnosis was right lower lobe scc (squamous cell carcinoma). Apparently, she was not a candidate for a right lower lobectomy due to her general medical condition or her systemic mastocytosis which reacted poorly with anesthetics. The patient had a heart rate in the 40s and has been recommended to have a pacemaker implanted. At this point, the pain that she had was impossible to effect. It was explained it to the patient that they were are doing all they could but there were limitations. As of (B)(6) 2015, the pump delivered baclofen 200 mcg/ml at a dose of 80 mcg/day and dilaudid 10 mg/ml at a dose of 4 mg/day. Per review of symptoms, insomnia, decreased vision, abdominal pain, constipation, neck pain, problems with balance, weakness of legs, and tremors/involuntary movements were reported. The patient's current medications as of (B)(6) 2015 were reported as: dilaudid 2 mg tablet oral tid breakthrough pain, voltaren gel topical 4 times/day, valium 10 mg oral every 8 hours, roxicodone 15 mg every 6 hours as needed, ondansetron 8 mg as needed, baclofen 10 mg oral twice daily, vitamin e 400 iu oral, vivelle-dot transdermal, propafenone hydrochloride 150 mg, ranitidine 150 mg, vitamin b12 1000 mcg/ml, aspirin 81 mg daily, coenzyme q10 200 mg, fish oil capsule, hydroxyzine 50 mg, levobunolol eye drops, levothyroxine 112 mcg oral daily, lidoderm patch topical, vitamin d3 1000 units oral.